Event description:
It was reported patient had high impedances on both leads after a fall. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated patient's leads had migrated. As a result, patient underwent surgical intervention on (B)(6) 2025 during which the leads were explanted and replaced. Therapy was restored post-op.